Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2018, an adverse event occurred. The patient stated the dexcom was displaying a sensor error and the patient did not realize that their blood sugar was low. They stated they passed out and their husband called 911. The patient was revived by the paramedics (treatment unknown) and did not have to go to the hospital. At the time of contact, the patient was doing okay. No additional patient or event information is available. Labeling indicates: no system errors: if you get a system error ¿ such as no readings, sensor error, or signal loss ¿ you won¿t get g6 readings or alarm/alerts.